Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: 16 pieces with impurities, of which 11 pieces > 1/32in (=0.79mm). On 2 pieces, the entire cannula tube is covered with lint. Event details we have found the following errors in the incoming goods inspection for the above order: 1 piece with filter not laid out smoothly 1 individual package with particles > 1/32in (=0.79mm). 20 cannula caps with embedded black particles > 1/32in (=0.79mm). 16 pieces with impurities, of which 11 pieces > 1/32in (=0.79mm). On 2 pieces, the entire cannula tube is covered with lint. All defect images are nevertheless within the specification.

Manufacturer narrative:
(B)(4) follow up for device evaluation. An evaluation was conducted in response to reported product irregularities, which included the following: one filter improperly positioned, one package containing foreign matter, twenty shields with embedded black particles, and sixteen units exhibiting visible impurities. To support the investigation, thirty-seven samples were submitted in four plastic bags for quality assessment. Of these, thirty-six samples were received without blister packaging. A visual inspection was performed on all samples. One sample exhibited a displaced needle hub filter. Thirteen samples contained a dark-colored speck embedded in the plastic shield, approximately 1/64 inch in size, while seven samples had similar specks in the shield measuring approximately 1/128 inch. Two samples showed white particles adhered to the needle. The single sample received in sealed blister packaging contained a dark-colored particle, approximately 1/64 inch in size, adhered to the bottom web of the packaging. Thirteen samples were found to be free of any visible defects or imperfections. The reported conditions were confirmed during the inspection. However, with the exception of the particles on the needles, all observed characteristics fall within acceptable product specifications. The presence of particles on the needle may result from inadequate dust removal during equipment maintenance or repair. Embedded degraded resin in components typically occurs during startup or intermittently throughout the injection molding process, when degraded material may break loose and become incorporated into molded parts. The dark-colored specks may originate from ink particles falling from the top web printer onto the bottom web. A review of the device history record (DHR) for material number 305211, lot 4247127, revealed no quality issues during production that could be associated with the reported conditions. No related quality notifications were identified. All manufacturing processes and final inspections were conducted in accordance with specification requirements. The samples will be shared with associates to raise awareness. To date, no similar incidents have been reported for this lot. Based on the analysis of the returned samples, the reported observations have been confirmed.